Event description:
During a follow-up, dislodgement was noted on the right ventricular (rv) lead and confirmed with diagnostic imaging. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.